Manufacturer narrative:
Submit date: 2017-10-11.

Event description:
It was reported that an issue occurred with an enteral feeding pump. During triage on (B)(6), the service tech found the unit had a partial display.

Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the reported condition of, ¿unit had a partial display.¿. The unit was triaged and the reported issue was confirmed. The root cause was cracking in the liquid crystal display glass directly below the insertion of the flex cable. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.